Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be- the patient has alleged particles in the device, eye irritation, sinus dranage, sinus infection, and congestion. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of moderate wear and tear on the outside of the unit, moderate thin layer of a dark coating contamination covering almost all outside surfaces including the ui panel and knob, the sd card area, modem slot opening area, and on the inside and outside of the outlet port and surrounding area, dust dirt contaminate in and around the filter inlet area and canal, rust contaminate on the p4 connector, moderate thin layer of a dark coating contamination on the inside surfaces of the upper and lower enclosures, and also on the inside front and rear panel surfaces, light amount of beige dust or dirt contaminate on the blower and in the outlet port, a small amount of potential keratin around where the blower outlet seal would sit, minor contaminate on the p4 housing, small broken piece of filter housing on the inside of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly the manufacturer concludes the multiple contaminates found were consistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.